Manufacturer narrative:
Additional information: b5: on (B)(6) 2023 the lens was replaced with a longer length and different model lens. This resolved the problem. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -4.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2016. The patient experienced low vaulting and refractive change over time. Lens remains implanted. Cause of the event was reported as unknown.